Manufacturer narrative:
Physio further evaluated the customer¿s device and was unable to duplicate the reported issue. As a precaution the battery pins in the customer¿s device was replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that on the date of the event their device experienced an inappropriate loss of power. It was also observed that the battery in use during the event was beyond its recommended service life. The batteries were not returned for investigation. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. From the downloaded electronic patient record and key log files, it was verified that the device had indeed powered off. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had powered off during multiple events when it was used to monitor a patient. The reported issue did not impact the patient outcome. Further patient details were not provided.